Event description:
It is reported that in order to get the guide flush, the surgeon must impact the guide with great force. This could potentially cause glenoid fractures or other trauma to the glenoid surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.